Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, it was confirmed that the tissue pad was peeled off. The probably cause was most likely attributed to the ultrasound output with the gripping part closed without gripping the tissue (including after the tissue was cut). Based on the investigation results, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use (IFU) which states: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripper and perform output when there is nothing being gripped between the gripper and the probe tip, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised. Friction between the gripper and the probe tip may cause abnormal heat generation, which may lead to damage, deformation, or detachment of the gripper and the probe tip, or part of the tissue pad may peel off, resulting in severe wear. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating biological tissue or blood vessels, apply light tension to make the incision visible. Also, once the incision is complete, immediately stop output. Otherwise, abnormal heat caused by friction between the tissue pad and the tip of the probe may occur, leading to damage, deformation, or detachment of the gripping part (both the stainless steel and fluororesin parts) and the tip of the probe, or part of the tissue pad may peel off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic surgical instrument tissue pad was turned over, however it did not fall off. The issue occurred during a therapeutic laparoscopic cholecystectomy. There were no reports of patient harm. The doctor replaced it with another device and completed the procedure.